Manufacturer narrative:
(B)(4). D10: (B)(6) g7 vit e neutral lnr 36mm f 66891507. G2: foreign: japan. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the cup and liner were separated in the body. A revision surgery was performed to replace the implants. The liner and head were replaced in this revision surgery. The g7 cup continues to be used.